Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was receiving morphine (dose and concentration unknown) via the pump. Towards the end of (B)(6) 2015, the incision never healed. When the first set of stitches was removed, the incision popped open. The patient could see the pump through a hole in the incision. Four surgeries were attempted to install the pump, but all were unsuccessful.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a male patient who was receiving an unknown drug via an implantable pump for non-malignant pain. On an unknown date, the patient's pump site wouldn't heal, so they took it out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.